Event description:
Device malfunction: unk failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of an unspecified vessel using the proglide device after an unspecified procedure. Reportedly, "the device failed". It is unk how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device has been returned. Investigation has not been completed.